Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to the 400's (mg/dl) with moderate ketone levels. Manual injections were administered to address bg level. The customer believed the cause of the bg levels were the pump. Reportedly, the customer's bg level returned to target after switching to a different pump. The customer declined to perform troubleshooting with tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.